Event description:
It was discovered by internal factory testing that acoustic output levels of the diagnostic ultrasound imaging system could exceed device specifications for certain device settings. Engineering analysis concluded that, for some exam conditions, such levels may contribute to serious injury. No injuries have been reported.